Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging, the patient experienced a blood glucose (bg) value of 500mg/dl. There was no indication that the patient required medical intervention. Reportedly, multiple attempts were made by animas customer technical support (cts) to obtain additional information without resolve. There was no additional information available for this complaint. This complaint is being reported because the patient experienced hyperglycemia allegedly due to an inaccurate delivery issue with the device.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-dec-2017 with the following findings: the black box data and histories from the time of the alleged incident were overwritten therefore they were unavailable for review due to continued use of the pump. The available daily insulin delivery totals correctly reflected the user¿s programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Due to the pump information for the complaint date being overwritten, the investigation was unable to duplicate the initial complaint about an ¿inaccurate delivery¿ issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.